Event description:
It was reported that the patient had experienced discomfort and pain at the implant site for several months. The device seemed like it had moved in the pocket. The device was reportedly not sitting square like it was initially at implant; it appeared to be sitting at an angle. It was noted that if the patient sat a certain way it was very uncomfortable and painful. The patient wanted the therapy removed. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer; patient product ID 3 889-28, lot# v686988, implanted: (B)(6) 2011, product type: lead. (B)(4).